Manufacturer narrative:
B3: approximately 2-3 weeks ago. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head went dark. It was likely the internal cords were damaged which was causing the camera head to glitch the issue occurred during a cystoscopy procedure and caused a delay for an unspecified amount of time. The issue had been an ongoing, just worsening. There were no reports of patient harm.